Event description:
It was reported that during an open gastrectomy procedure, the instrument loaded in the device could be fired without any problem at the first firing. At the second firing, the deployed staple was malformed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information:a part of deployed staples were lumbricoid-formed.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the reload was received in good visual condition. The reload had the proximal four drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to ensure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.